Manufacturer narrative:
A getinge field service engineer (fse) discussed that the possibility of unit being in rescue mode and console not being pushed all the way into the cart. Customer admits this is the case. Unit is now charging and working properly. Fse do not see the need to go onsite as problem is resolved. Customer will contact me with any further complaint if necessary. Customer handled the issue.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit not charging, when turned on alarms go off. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.